Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal unknown drug via an implantable pump for unknown indications for use. It was reported that there were no patient symptoms and there was a discrepancy in volume for the pump. It was reported that a prep for the 40 ml pump was performed on back table by the scrub tech. The rep confirmed that all water was pulled out as no further water was coming through the syringe after the final attempt. The drug was divided into 2 x 20 ml syringes. When the first syringe was fully inserted into the pump, the scrub tech removed the syringe from the needle. The rep immediately had her remove the needle to avoid additional air from getting into the pump. The scrub tech removed the drug at that point to remove all air again prior to putting more drug in. At this point, the rep had her put the drug back in from the first syringe. When she put the drug in from the second syringe, it would not allow any more after approximately 15 ml. The rep assumed that she still had air in the pump due to the needle being in the port. The rep had the scrub tech remove all of the drug using a separate 10 ml syringe and she put all of the drug back into a basin. The rep then had her pull all of the drug into a 50 ml syringe so that the rep could accurately measure. At this point, there was 45 ml of drug total. The rep stated that it was still unclear how more volume was in the total amount. Due to the dilution of the drug, with the assumption it was sterile water, the pump was filled with preservative-free saline. The new drug would be ordered and the pump filled on monday. The issue was resolved at the time of the event and the patient's status was "alive-no injury". The patient's weight was unknown and medical history included cancer that had metastasized to the bone. A surgical intervention did not occur and was not planned. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the inability to fill past 35 ml and the total volume being 45 ml was not determined. The rep further stated that the patient's pump had been filled on april 29th. 40 ml went into the pump without issue.